Manufacturer narrative:
There is initial revision that took place in (B)(6) 2024 was not related to any allegations of system or component failure and the patient had reported getting pain relief while the system was in use. Surgical intervention was per patient request to move the implanted components to a more comfortable location lower on the shoulder. The second revision was performed after the patient reported having thrown an item and subsequently losing therapy. It is believed that the action of throwing caused the lead placed in the shoulder area to shift away from the target location.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 with the implantable pulse generator (ipg) at the posterior shoulder area and the implanted leads targeting the suprascapular nerve. After the implant was completed, the patient reported discomfort with the location of the ipg and requested to have it moved. On (B)(6) 2024 a surgical revision was performed to move the ipg, however during the procedure the device sustained handling damage and the entire system was replaced (see MDR 3015425075-2024-00261). On (B)(6) 2025 the firm was notified that the patient had experienced lead migration and required a second revision. On (B)(6) 2025 the migrated lead was removed and replaced with a new lead that was placed back at the intended nerve target.